Manufacturer narrative:
Calibration and qc were within specifications. There was no indication for a performance issue of the reagent or instrument. The field service representative found that the sample foam detection settings were turned off at the time of the incident. They have since been turned on. The field service representative performed an instrument check and results were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4). There was a power fluctuation in the laboratory on the day of the event which is visible in the alarm logs. Both of the patient samples were pipetted before the "power issue" and result time is after the "power issue". The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta results for 2 patient samples on a cobas 8000 e 801 module. Patient 1: the initial result was 3.67 iu/l (false negative). This result was reported to the patient's doctor. The patient continued to experience morning sickness and the doctor requested further testing. A second sample was collected on (B)(6) 2021 and the result was 40819 iu/l. The original sample was retested on (B)(6) 2021 and the repeated result was 9773 iu/l. Patient 2: the initial result was 1.69 iu/l (false low). This patient was having a pregnancy test that doctor queried and therefore requested repeat testing. The sample was repeated on (B)(6) 2021 and the result was 129 iu/l. The results were reported outside of the laboratory. The repeated results were believed to be correct. The reagent lot number is 47129801 with an expiration date of 31-aug-2021.